Event description:
It was reported that there was an 'insulation problem' with the lead, bipolar impedance was 153 ohms, unipolar impedance was 650 ohms, and thresholds had increased. No patient complications have been reported as a result of this event.